Event description:
During an elective cardiac catheterization, the patient suffered a sudden drop in blood pressure after contrast media was injected. Her bp was corrected and upon review of the fluoroscopy films, air had been injected along with the contrast. Patient suffered a sudden drop lasting approximately 1 minute and then recovered to baseline spontaneously. Per staff report, they had trouble with the device all day requiring re-priming and flushing the system several times on start up. Manufacturer response for injector and syringe, angiographic, acist cvi® contrast delivery system injector head (per site reporter). Yes they were notified and sent a loaner replacement. They included a shipping box to return to them for further examination. Our bio medical team was not able to replicate the event in their non-destructive testing.